Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was not identified in the alarm logs nor during functional testing. The device met specifications and was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.